Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found the pebax damaged with internal parts exposed. Initially, it was reported that during ablation the force value could not be zeroed. The investigational analysis completed (B)(6)2019. The first visual analysis was performed and dark colored material was found in the pebax. A second visual analysis was performed and the pebax was found with a reddish material inside it and damaged with internal parts exposed. The magnetic sensor functionality was tested on carto and the catheter was properly visualized with no errors were observed. The force sensor feature was tested and it was found to be working properly. The force values were observed within specifications. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found the pebax damaged with internal parts exposed. Initially, it was reported that during ablation the force value could not be zeroed. Catheter replacement resolved the issue. No adverse patient consequences were reported. The observed force issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation on 8/26/2019. Upon initial inspection, dark reddish colored material was observed in the pebax. The dark reddish colored material observed material has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Further testing was performed. On 9/30/2019, during a second visual inspection, the bwi pal found the pebax damaged with reddish material inside and internal parts exposed. The awareness date has been reset to 9/30/2019.